Event description:
It was reported that patients' leads might not be working. There was no further information available and to date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.